Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box showed evidence of reboots on (B)(6) 2016. Visual inspection revealed that the battery compartment was cracked. The returned battery cap was undamaged and able to fit securely. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump successfully completed ez-prime steps and 24 hour testing with no power interruptions and no errors, alarms, or warnings. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed a component on the printed circuit board was broken loose. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.